Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the event description reported after the operation, the cartridge pan was removed by the nurse. Where was the cartridge pan removed from if the device was not used on the patient?---the cartridge pan was separated from the blue part. Did any pieces fall into the patient? ---no.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, a nurse found that the cartridge pan was dislodged and a sled fell off when the package was opened. It was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. After the operation, the cartridge pan was removed by the nurse.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that no cartridge body was returned, however an ecr45b cartridge pan detached from the cartridge was received. Furthermore the pan was noted to be bent at distal end. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. No conclusion could be reached on what caused the pan to dislodge. The reported damaged cartridge event could not be confirmed as no cartridge body was returned for analysis. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.